Manufacturer narrative:
Product complaint : (B)(4). Investigation summary :the investigation identified the handle of the device was displaced. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument is their own consigned set is very worn and no longer working effectively.